Event description:
Additional information indicates that one of the patients leads had high impedances on a few contacts. Surgical intervention was undertaken on (B)(6) 2023 wherein the whole system was explanted to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Further information has been requested to obtain complete event, patient and device information but has not yet been received. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000088277.

Event description:
It was reported that patient is no longer getting effective therapy and reprogramming has been unable to resolve the issue, as a result surgical intervention may be undertaken to address the issue. It is unknown which lead is at fault.